Manufacturer narrative:
E1: initial reported facility name - (B)(6) hospital. The device was returned for analysis; however, only the main coil was received. Visual inspection revealed the main coil was bent and stretched at the coil arm primary coil section. Additionally, the arm coil was found to be detached. Based on the available evidence, the reported issues of "main coil difficult to advance in catheter" and "unable to withdraw from catheter" could not be confirmed.

Event description:
This is reportable based on the device analysis completed on 20mar2025. It was reported that coil had resistance and could not be withdrawn. An 8mm x 20cm interlock - 35 embolic device was selected for use. During the procedure, resistance was encountered and the coil could not be withdrawn. Upon removal of the radiography catheter from the body, it was observed that the coil had been drawn. The procedure was completed using with another of the same device. There were no patient complications as a result of this event and the patient status was stable. However, device analysis revealed arm coil detached.